Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the myocardial infarction could not be definitively determined based on the information available. There was no ivl malfunction reported. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave c2 coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the coronary arteries. There was no ivl device malfunction reported. Myocardial infarction occurred during the procedure. The procedure was completed using a rotablator and ivl followed by drug-eluting stent (des) placement. During the use of the rotablator, slow-flow temporarily occurred because of slight distal embolization, which recovered after intracoronary injection of nicorandil. Slight elevated cardiac enzymes were observed and became perioperative non-q-wave myocardial infarction (non-qmi) but the patient recovered with no issue. The physician commented that there is no causal relationship between the event and ivl. The patient was discharged from the hospital as planned with no extension of hospitalization.